Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had critical insulin pump error and unspecified insulin pump error. The customer¿s blood glucose was unknown at the time of incident. Customer recently got into a car accident. Customer stated that the accident but had nothing to due with his diabetes and he did not have to seek medical attention. Customer reported insulin pump system was in use at time of vehicular accident. Customer was driver at time of vehicular accident. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of vehicular accident. The insulin pump will not be returned for analysis.